Event description:
It was reported through remote transmission that non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were made. The device remains implanted.